Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that a component of the unit, the actuator, was broken. However, the complainant's experience of a broken tissue bag could not be confirmed as no damages were observed on the tissue bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: hysterectomy. Detailed description of event: [surgeon] did a hysterectomy. He wanted to remove the uterus with applied inzii specimen retrieval bag. The bag broke next to the guide bead. They were not able to use the specimen bag. It seems like the specimen (uterus) was too heavy to remove. He opened another retrieval bag and removed the specimen. Additional information received from distributor via email 18oct21: it seems like the doctor did try and remove the bag and specimen without the bag fully closed. They struggled to close the retrieval device manually. It seems like the specimen was too big and heavy for the specimen retrieval bag. Yes, the bag or part of the device fragmented. The bag did come off the support prongs and was sliding off. That is why they opened a second retrieval bag. Patient status: no patient injury. Procedure just took longer. Type of intervention: opened another specimen bag.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed hysterectomy. Detailed description of event: [surgeon] did a hysterectomy. He wanted to remove the uterus with applied inzii specimen retrieval bag. The bag broke next to the guide bead. They were not able to use the specimen bag. It seems like the specimen (uterus) was too heavy to remove. He opened another retrieval bag and removed the specimen. Additional information received from distributor via email 18oct2021: it seems like the doctor did try and remove the bag and specimen without the bag fully closed. They struggled to close the retrieval device manually. It seems like the specimen was too big and heavy for the specimen retrieval bag. Yes, the bag or part of the device fragmented. The bag did come off the support prongs and was sliding off. That is why they opened a second retrieval bag. Patient status: no patient injury. Procedure just took longer. Type of intervention: opened another specimen bag.